Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: none. Symptoms/ae: occlusion. Time of symptoms/ae: after vessel closure. It was reported that a physician trained in the use of the proglide device achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, one month post procedure, the pt returned with soreness in the leg. An angiogram found a total occlusion of the common femoral artery at the femoral head. An angioplasty was performed using a viabon stent graft. It is unk if the occlusion is related to the proglide device. There were no adverse pt effects reported. The etiology of occlusion and relationship to the device was not provided. Though requested, no additional info was available.